Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "self test failed" message for ECG. Complainant did not indicate that there was any patient involvement in the reported malfunction.